Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by performing multiple alignment procedures, adjustment procedures, cleaning procedures and waterbath filter replacement. No additional discrepant result issues have been reported since the service activity was completed. A definitive cause of the discrepant result was not identified, therefore, the alinity c processing module, was considered the likely cause. The instrument service history review revealed zero (0) additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The search for similar complaints did not identify an adverse trend related to the current complaint. The product monitoring review for clinical chemistry systems identified no similar issues related to the alinity system or discrepant results as described in this ticket. A search for non-conformances was performed and there were no non-conformances related to the current complaint. The alinity ci-series operations manual and the alinity c service documentation provide adequate information regarding the troubleshooting of erratic/discrepant results. A product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account observed false elevated alinity c total bilirubin on 2 patients compared to roche method when processing on the alinity c processing module. The physician questioned the elevated results based on the patient history/presentation. On (B)(6) 2021 sid (B)(6) ((B)(6) male, white race) generated alinity c total bilirubin of 1.7 mg/dl (direct bilirubin of 0.6 mg/dl) but roche method 0.8 mg/dl (direct bilirubin of 0.2 mg/dl). On (B)(6) 2021 sid (B)(6) ((B)(6) male, african american race) generated alinity c total bilirubin of 1.6 mg/dl (direct bilirubin of 0.6 mg/dl) but roche method 1.2 mg/dl (direct bilirubin of 0.2 mg/dl). The account uses a total bilirubin reference range of 0.0 to 1.2 mg/dl (alinity and roche methods) and direct bilirubin reference range of 0.0 to 0.4 mg/dl (alinity method) and 0.0 to 0.3 mg/dl (roche method). No impact to patient management was reported.